Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) device did not meet the expected longevity and reached recommended replacement time (rrt) after only four years of service. The device was explanted and replaced. No patient complications have been reported as a result of this event.